Event description:
It was reported that when using the bd pyxis¿ medstation¿ es could not sign into pyxis using bio ID and received the message that bio ID device requires maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was failed and an error message had appeared. A field service engineer (fse) had powered off the station, reseated the cables, powered on the station and run the hardware test application (hta). Customer had tested and had reported no issue. The system functioned as intended after the field service engineer repaired the device.